Manufacturer narrative:
E2: no. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. A device history review of the current product was conducted and no problems were found. This issue is addressed in the instructions for use (IFU): "match all items in the package with the components shown below. Inspect each item for damage. If the camera head is damaged, a component is missing, or you have any questions, do not use the camera head; immediately contact olympus." Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a flickering image no image and failed a leak test. There was no patient involvement.